Event description:
Customer reported there was a leak at the bottom of the reservoir past the o-rings. Blood glucose is 580 mg/dl. Customer treated with manual injections. Customer never put the reservoir in the insulin pump and confirmed there is no fluid visible in the device. Troubleshooting was performed and found that the reservoirs are expired which could have caused the leak. Advised customer to discard any remaining supplies that are expired. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.